Manufacturer narrative:
(B)(4). Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression oftheir underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient presented to clinic on (B)(6) 2017 with dyspnea on exertion, increased fatigue and lower extremity edema. Laboratory testing revealed leukocytosis. Blood cultures proved to be positive for gram positive cocci. The patient was called by the vad coordinator and instructed to go to hospital for admission and treatment on (B)(6) 2017. Upon arrival, the patient was not in distress and denied fever, chills, nausea or vomiting. Blood cultures were drawn and the patient started on intravenous (IV) antibiotics. The cultures later proved to be positive for staphylococcus epidermitis. A second set of blood cultures showed no growth after two days of incubation. The patient was discharged home in improved condition on (B)(6) 2017. The primary investigator reported that the event was related to the device. No further patient complications have been reported as a result of this event. The patient is a participant in the destination therapy (dt2) study.